Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experience hypoglycemia and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 85 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident and other blood glucose was 279 mg/dl and 45 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to difference between sensor glucose and blood glucose. Customer declined troubleshooting for low blood glucose. Customer had sing insulin pump system within 48 hours of reported event and auto mode was in active. Customer treated with bolus. Customer does not allege pump was under delivering customer experience symptoms as nausea. Customer does not allege insulin was under delivering. The sensor will not be returned for analysis.